Event description:
Failure to maintain vacuum: dressing was leaking, there was pooled fluid beneath the drape and the foam was fibrin filled.

Manufacturer narrative:
After evaluating the information provided, a possible root cause for the pooling of fluid at the wound site could be a partial blockage caused by clotting at the suction port with blood clots and/or exudate. This is supported by the complaint report provided were it was noticed during the dressing change that the foam was fibrin filled. Fibrin is a fibrous, non-globular protein involved in the clotting of blood. In addition, the fact that the dressing remained unchanged for at least 48 hours could have contributed to the fibrin (clots) build up on the foam thus leading to the pooling of fluid beneath the drape. Regarding blood draining into the machine (canister), this can be attributed to the fact that the patient was bleeding due to a tear in his right atrium. The negative pressure wound therapy (npwt) device allowed for the egress of blood caused by the tear to be collected by the system. This served as a visual indicator that something was wrong with the patient and alerted relatives to admit the patient into care and repair his right atrium. There is no direct correlation that the tear in his right atrium was caused by a malfunction of the npwt system or that npwt was not achieved. The complaint investigation medical advisor assessment also concluded that this incident does not represent a malfunction of the npwt device.